Event description:
New information notes that the more noise episodes were detected using merlin monitoring. On (B)(6) 2020 a rv lead revision was performed. During the procedure it was noticed the lead was damaged under the suture sleeve. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
The reported event of noise was confirmed. Visual examination found an external abrasion at 12.6 ¿ 13.0 cm from the connector pin breaching the outer insulation and exposing the outer coil was found proximal to suture sleeve tie impression. The cause of the noise was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine clinic visit for ppm interrogation it was noted that the patient had 13 high v rate episodes and v noise reversion which were all due to noise seen on the v lead. The patient is pacing dependent and he states he has not experienced any dizzy or faint spells. Isometric movements could not replicate the noise on the v lead. Dr (B)(6) is not sure what is causing the noise (many happen during the night). Dr (B)(6) asked that the patient be given a home monitor to keep a closer eye on noise events. To come back to clinic in 6 months.